Event description:
Information was received regarding a cadd legacy plus pump. It was reported the device gave a high pressure alarm. The reservoir volume was 54, the rate was 51.3, and 59.3 was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.